Event description:
Healthcare professional (hcp) reported a patient was injected in facial harmonization, dark circles under the eyes, and ck3 with 1 syringe with juvéderm® volbella¿ with lidocaine. About a year and 4 months later, patient was injected in jaw marking and chin with 2 syringes of juvéderm® voluma¿ with lidocaine. Almost 2 months later patient experienced intermittent mandibular edema. Histamine corticoid l indicated for 7 days and improved the condition. 10 days later, mandibular edema appeared again. 7 days of histamine corticoid l was indicated again, but the condition did not improve. Malar edema also appeared. Deltasone® 40 mg was indicated for 3 days, 20 mg for 3 days and 10 mg for 3 days, ciriax® 500mg every 12 hours. Hcp suggested injecting hyaluronidase, but patient preferred to wait a few days. About 3 weeks later, patient continued with the treatment, but the condition has not improved. Hcp referred the patient to a colleague who injected hyaluronidase and patient continued with antibiotic optamox duo®. Suspended corticosteroids. 12 days later, the same clinical condition continued, and a nodule appeared in the lower left eyelid. 3 days later, hcp saw the patient and the intermittent late edema was ongoing with heat and red color, also nodule on left lower eyelid, drained, culture, disinfection and lavage. The endocrinologist suspected exogenous cushing's syndrome, indicated to continue suspending the corticoids and in 15 days to perform laboratory tests. Cushing's syndrome is not device related. Hyaluronidase injection 500 units per area (malar, mandibular and nasolabial sulcus - as this area had also been injected previously) - 3000 units. The following day, purulent fluid was drained again, ruptured the antibiotic levofloxacin waiting for culture. 5 days later same evolution; nodule was drained again. Patient continues with edema. This is the same event and the same patient reported under MDR ID # 3005113652-2022-00079 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspect product, juvéderm® volbella¿ with lidocaine.

Manufacturer narrative:
(B)(4). Type of investigation: the filler was injected into the patient and is not accessible for return. The syringe was discarded. Investigation conclusions: abscess is a known potential adverse event addressed in the product labeling. The event of "cushing syndrome," deemed not device related is considered an unexpected adverse drug experience. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.